Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) was 177- mg/dl- "high"; although specific value was not provided. Elevated blood glucose levels were addressed customer cleared the alarm and reported that the pump supplies would be changed. And has manual insulin injections if needed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.